Manufacturer narrative:
Evaluation result: dirt, debris.

Event description:
It was reported by service report that the brakes were not working. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.